Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. Dry eye is the most common complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with bilateral diffuse lamellar keratitis one day post lasik procedure. The patient noted dry eye and the vision was better in the left eye than in the right eye. The reporter indicated topical steroid eye drop dosage was increased. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received indicated diffuse lamellar keratitis has resolved.